Manufacturer narrative:
(B)(6). (B)(4). An endovive securi-t percutaneous replacement gastrostomy tube was returned. During functional inspection a syringe filled with water was placed in the feeding tube and the plunger was depressed while the other side was manually blocked, no leakages were observed during the evaluation. During product analysis, the molded internal bolster was noted to be detached from the tube. No foreign materials, air bubbles, voids were identified in the in the tube/molded internal bolster indicating the material was formed properly. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. Based on the condition of the returned device, engineers determined that the failure mode observed is most likely procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique or other procedural factors. In addition, the traction force applied to the device during replacement could have contributed with the event and a lot of force applied to the device in order to distend the gastrostomy tube with the obturator rod could have contributed with the detachment. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure on (B)(6) 2021. Post procedure, water leak outside patient after replacement was completed. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the internal bolster was detached.